Manufacturer narrative:
Insulin pump had broken half of reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that insulin pump broken at reservoir connection and it misses the transparent plastic guard transparent and the o rings. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.